Event description:
The customer's family member reported that the customer was hospitalized. The paramedics assisted the customer before transporting them to the hospital. The programming on the pump is accurate, but the family member was unable to run functional tests on the pump at the time of call. The family member stated that the pump did not have a reservoir or set in it. The family member had called back to troubleshoot the pump. The pump passed the functional tests.